Manufacturer narrative:
Physio-control further evaluated the device and observed tin whiskers on the on switch flex that had shorted electrically pin 1 to pin 2. A replacement device was provided to the customer.

Event description:
The device was replaced under warranty because the service wrench icon was visible in the device readiness indicator. When the device was received by physio-control and then evaluated, it would not operate.